Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Follow-up 05/21/2016: contact reported that the customer had been released from the hospital, was feeling better, and that the pump was operating properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 550 (mg/dl) since (B)(6) 2016. Customer administered a bolus, insulin injection, changed insulin vials, and programmed an increased temporary basal insulin rate to treat bg levels; however, bg levels remained elevated, and customer was later admitted to the hospital on (B)(6) 2016 for diabetic ketoacidosis determined to be dangerous. Reportedly, contact stated that customer typically changes pump cartridges with humalog every 5-6 days; however, the cartridge on the pump prior to hospitalization had only been in use for 2 days. Contact also reported that the customer would not bolus accurately for meals or forget to administer a bolus. While in the hospital, customer remained on the pump for a portion of the first day and increased their temporary basal insulin rate to treat bg levels; however, customer was later removed from the pump and treated with intravenous insulin and saline. System check with tandem technical support on (B)(6) 2016 indicated that pump was performing as intended. Recommendation was made to continue to monitor bg levels, contact their health care provider to discuss diabetes management, and contact tandem technical support if they experienced any further issues.